Event description:
The patient was in a car accident a couple months ago and thought the stimulation was off at that time. She usually drives with the stimulation off and has kept the ins off the past month but has kept up with charging. At the same time she had a petit seizure which was a new diagnose and was hospitalized. She has a history of grand mal seizure. Her physician did not think the device caused the petit seizure. She was seen today and has pocket pain, with stimulation on and off, for appropriately the last year. It was stated that the patient felt that the pocket was warm and it didn't matter whether stimulation was on or off. It was reported that the patient had complaints that their leads seemed to be superficial and that the battery became very warm at times. Her ins pocket looked normal with no unusual discoloration when evaluated by her doctor and company representative. There was no correlation with charging but ¿helps without charging¿. It was clarified that there was no issue with charging. When stimulation was used it controlled her pain. She would like to have the device removed due to all her medical issues. No appointment was scheduled. It was confirmed that the patient¿s impedances were all within the normal limits. No additional diagnostic tests will be done. The patient did not want to be reprogrammed. She did have pain relief while using the stimulation but did not consider the discomfort at her ins pocket site worth it. The accident has nothing to do with her complaints about the ins. She has had two accidents recently and her neurologist thinks she may be having petite mal seizures and that the seizure may have caused the accidents. She has a long history of grand mal seizures but never had a petite mal seizure until recently.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).